Event description:
The customer reported that the battery was not found during the functional test. Further information was provided that the battery had "low autonomy". There was reportedly no patient involvement.